Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with fail code 810:04 in the event log; this condition had the potential to interrupt delivery. This condition was found in the step down department. It is unknown when this event occurred. The facility representative stated it was unknown if there was a patient involved, reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4).the condition of a colleague infusion pump with failure code 810:04 confirmed during product evaluation. This condition was caused by the pump's air in line air sensor base being too high out of calibration. The pump head module was cleaned, and an air in line test performed with no problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers it has been determined that the cause for this condition cannot be identified. However, the pump head module channel was checked and cleaned as a precaution and there was no problem found. A service history review revealed no previous service events were related to the reported condition.